Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed self-test, rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform unexpected restart error test or verify the low reservoir alarm was functioning properly due to motor error loop. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 9.8 mmol/l at the time of incident. The customer was unable to clear the alarm. The insulin pump was returned for analysis.